Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a faulty scope socket led to the malfunction resulting in the connector failure. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during a diagnostic gastroscopy procedure that was completed with the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation the evaluation found failures of the video cable connectors. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center exhibited connector issues. The issue was found during reprocessing, and no procedural information has been provided at this time. There were no reports of delays or patient harm.